Event description:
It was reported that the user experienced an insulin delivery occlusion associated with the infusion set, which was resolved after performing a supply change using existing supplies and resuming insulin delivery, followed by instruction to complete a full new supply change upon arrival. Symptoms included interruption of insulin delivery consistent with an occlusion event. Outcomes included temporary restoration of insulin delivery after the guided supply change and user education on completing a full replacement. Investigation included troubleshooting by guiding the user through a supply change procedure and education on proper resolution for occlusions. Investigation of this case revealed an infusion set occlusion that cleared with a supply change, indicating flow obstruction at the set or consumable level. It was concluded, based on previously established findings for similar reports, that the cause was consumable-related occlusion managed by supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.